Event description:
It was reported that the image from the camera head was not clear. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. The returned device was evaluated, and the user's request was confirmed. A poor image color was found due to faulty image sensor (ccd). Additionally, a cut on the cable unit was identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity be observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image from the camera head was not clear. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding the event from the customer; however, no response received. The device is expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.